Manufacturer narrative:
Final analysis of the pump found no anomalies.

Manufacturer narrative:
Concomitant products: product ID 8731, lot# b002985n66, implanted: (B)(6) 2003, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the managing physician felt that the patient was getting intermittent therapeutic relief. A catheter dye study was performed and it looked patent. It was stated that the pump was explanted and replaced. It was reported that there were no patient injuries or symptoms related to this event. At the time of report, there was no patient injury or adverse event. The device system was used to deliver gablofen.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.